Manufacturer narrative:
Investigation results: no product at hand; no pictures provided. Pm401r is the reference number of the complete instrument, which consists of the components pm 431r, pm973r, and pm450r. Batch history review - this was not possible without the lot number. Conclusion and root cause - without the product, an exact cause cannot be determined at this moment. Based on the quality standards, a material or production related error can be excluded. Therefore, we assume the root cause of the error is most probably usage related. Rationale - a usage error cannot be excluded, e.g. Due to improper handling or an overload situation. If further investigations are required, the product should be provided for examination. No CAPA required.

Manufacturer narrative:
This event was filed under two medwatch reports. Therefore, the medwatch report (MDR ID 9610612-2019-00349) associated with the duplicate complaint is no longer required and should be retracted. All relevant information will be filed under the associated medwatch reports for this event; please reference MDR ID 9610612-2020-00324, 9610612-2020-00325, and 9610612-2020-00326.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of aesculap ag (manufacturer, registration no. 9610612). Exemption number: e2014018. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the device intraoperatively. During an elective laparoscopic tubal ligation, the cautery graspers were sticking to the tissue on the fallopian tube. This occurred after cautery was stopped, and caused some tissue tears and bleeding. Other graspers were used and also would not release properly from the tissue. A different cauterizing instrument was used instead to control the blood loss. Blood loss was estimated at 100-200 ml. It was noted that the electrical unit seemed to be working correctly. The patient was reported to be in stable condition at the end of the procedure. Additional information was not available.